Event description:
Protective balloon sheath for the ev3 dilatation balloon was retained from procedure the day before (unk at the time). The sheath was removed during surgery the next day. The problem was that the protective sheath was not detected and removed by surgical tech. The protective sheath is clear. Recommend coloring of sheath for easy identification. Dates of use: (B)(6). Diagnosis or reason for use: diabetic gangrene of left foot toes.